Event description:
Patient reported that the needle button popped out on it's own prior to the 24hrs. Patient does not remove the v-go when the needle button pops out, which patient advised result in her having high blood sugar readings. Patient reported she had a high reading of 316 last night but does not remember the exact time. Patient advised her normal bgl is around 170. Vcc representative informed patient she must remove v-go in question and replace with a new filed v-go to assure she is receiving insulin.